Event description:
It was reported that the user experienced a hyperglycemia event with a peak blood glucose of 304 mg/dl after a meal and used the ilet to correct, with dexcom g7 sensor data showing a downward trend that stabilized around 178 mg/dl and continued trending downward. Investigation of this case revealed no confirmed device malfunction and a cause not determined. Symptoms included elevated blood glucose consistent with hyperglycemia without reported clinical symptoms. Outcomes included no reported hospitalization, no emergency care, and resolution trending with device-guided correction. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia with unclear cause, and the device was able to assist in correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.